Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient the first time she used the device she was in excruciating pain. She states "it felt like someone was pulling my spine out." She also indicated on a pain scale of 1-10 her pain was at a 15. She reports being unable to move and urinate, and she experienced incontinence. She went to the hospital and was in the hospital for five days. She was catheterized and given steroids until the swelling in the spine decreased. She states both the doctor and emergency room staff think the device caused the issues she experienced. The patient is no longer using the device. No additional patient consequences were reported.

Manufacturer narrative:
Received voluntary event report mw(B)(4) (see attached). The following fields were updated: h10 additional narratives/data. Attachment: [mw(B)(4).pdf].